Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned to the complaint investigation site for analysis. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was completed and confirmed that this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: dissection is listed within the instructions for use (IFU) as a potential risk associated with the procedure and use of the synergy xd device. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the IFU. This investigation is assigned a most probable investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a dissection occurred. In (B)(6) 2026, the patient's proximal left circumflex artery (lcx) was pre-treated using a 2.75 x 15mm wolverine cutting balloon and an non-boston scientific nc balloon. The proximal lcx was then treated using a 3.00 x 32mm synergy xd drug eluting stent. During the procedure, a medial dissection occurred. Following the procedure the patient had 4% residual stenosis and timi flow of 3. The patient was then discharged from the hospital.

Event description:
It was reported that a dissection occurred. In (B)(6) 2026, the patient's proximal left circumflex artery (lcx) was pre-treated using a 2.75 x 15mm wolverine cutting balloon and an non-boston scientific nc balloon. The proximal lcx was then treated using a 3.00 x 32mm synergy xd drug eluting stent. During the procedure, a medial dissection occurred. Following the procedure the patient had 4% residual stenosis and timi flow of 3. The patient was then discharged from the hospital.